Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: ai translated: I wish to inform you of a quality defect that occurred on (B)(6) 2026, concerning the following device: product: retrieval bag. Ref: cd003. Batch: 1558541. Expiry date: june 22, 2028. Description of the incident: during a laparoscopic cholecystectomy, the bag deployed and closed correctly, but once the suture was removed from the abdomen, the bag immediately came loose inside the patient. This problem has already occurred twice. This results in a loss of time and a risk of losing the surgical specimen. Intervention: ni. Patient status: no patient injury reported.